Event description:
Customer reported, the insulin pump alarmed motor error during basal. Customer's blood glucose was 129 mg/dl. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was unable to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to back up plan. Customer all ready had a new insulin pump she just needed the settings from her doctor. No further info reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.